Manufacturer narrative:
This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this device was associated with a lower than expected heart rate. The calling health care provider (hcp) reported the patient also had an implanted left ventricular assist device. No adverse patient effects were reported. No other information was immediately available. A boston scientific field representative was contacted for any additional available information.